Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had rapidly fluctuating blood glucose. It was 227mg/dl at the time of reporting, but had been 39mg/dl shortly before. She was advised to contact her healthcare provider to help adjust her settings. No equipment was returned. No additional information was reported.